Event description:
It was reported the patient was unable to move lower extremities post implant procedure. As a result, the physician elected to explant the entire system to address the issue. Follow-up information indicated the patient regained function in lower extremities.

Manufacturer narrative:
Date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.